Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that the customer experienced hyperglycemia with blood glucose value of 560 mg/dl. The customer¿s current blood glucose level was 140 mg/dl and treated with insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The auto mode was not active. Customer performed the self-test and it was passed. The insulin pump will not returned for analysis.